Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 4/2/97 at 8:30 pm. On 4/3/97 at 2:30 am after iabp for five hrs, the iab leaked. The iab was removed and a second was inserted. Event complications: none from the event-reported 4/3/97. Pt's current status: discharged-rpt'd 4/3/97.